Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). Medication = dopamix injection 200 (dopamine hydrochloride, glucose).

Event description:
The customer stated that they received erroneous results for one patient tested with accuchek inform ii meter serial numbers (B)(4). No inaccurate results were found for other patients in the same ward. At 10:51 a.m., the result from meter serial number (B)(4) was hi (> 600 mg/dl). The same capillary sample was repeated on the same meter at 10:53 a.m. And the result was 519 mg/dl. A second capillary sample was collected from the patient and tested with meter serial number (B)(4) at 10:58 a.m., resulting as 393 mg/dl. A third capillary sample was collected from the patient and tested with meter serial number (B)(4) at 11:07 a.m., resulting as 409 mg/dl. The same capillary sample was repeated on meter serial number (B)(4) at 11:07 a.m. And the result was 299 mg/dl. A fourth capillary sample was collected from the patient and tested with meter serial number (B)(4) at 11:14 a.m., resulting as 206 mg/dl. On the day of the event, the patient had no circulatory disorders and no hyperglycemia symptoms. The patient was not prescribed insulin or vitamins during the week of the event. The patient's condition was similar to that of other days. The patient's dopamix medication was injected steadily after the patient was hospitalized. On the day of the event, the patient received 1.7 cc per hour of dopamix injection 200. The dopamix medication was injected into the arm at the crook of the left arm elbow and samples for glucose testing were collected from 2 to 3 fingers from the right hand of the patient. No medical decisions were made for the patient based on an erroneous result because the last result was in the usual range for the patient. No adverse events were alleged. Quality controls were tested on the meters and these were within normal ranges. A roche representative ran quality control on the meters and these were normal. The roche representative also ran linearity material on the meters. The customer's product was requested for investigation and replacement product was sent to the customer. The test strip vial used for testing was not available since it had been used up. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
No product was returned for investigation. No information was provided that would point to a cause for the result discrepancy. None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.